Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "2x only 3 clips?" Please provide more detail regarding specific issue. What is meant by "1x did not function at all?" Response from the affiliate: as mentioned in the complaint form, 3 devices of er420 were used during the same procedure. With two devices, only 3 clips could be advanced and placed. The third device did not function at all; that means no clips could be placed. The analysis results of the er420 device found that it was received in good visual condition. In addition, 1 malformed clip was received inside the plastic bag. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 2 conforming clips as intended and the remaining 17 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure twice only three clips and once did not function at all. No further information is available. No patient consequences reported. Procedure was completed with same like device.